Manufacturer narrative:
Investigation: the investigation was carried out by ats (B)(4). The hand piece was build in 2016 and never sent in for maintenance. During a functional test, loud and untypical running noises could be recognized. The ball bearings are soiled and are running rough. The inside of the device is also soiled, significant corrosion can be recognized. The burr is broken at the shaft and the cutting edges are blunt. Traces of heat generation and friction marks can also be found on the broken tool. Thus it can be assumed that a overload situation occurred due to a too high contact pressure. According to the IFU, only aesculap tools should be used in combination with this hand piece. Batch history review: a review of the device quality and manufacturing history records was not possible because the device is a purchased part. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: according to the statement of the technician the error is most likely caused by a overload situation and to an insufficient maintenance of the device. Corrective action: according to sop (B)(4) a CAPA is not necessary.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: japan. During a surgical procedure the burr snapped off the hand piece, when removing the hand piece, the patient got burned in the mouth. The patient required six sutures to the wound. There was a15 minute delay in surgery.